Event description:
The customer stated that the up and down buttons were not responding properly on the insulin pump. The customer was called the next day for follow up. The customer stated that she was hospitalized for high blood glucose levels after experiencing problems with the insulin pump. The reported blood glucose reading was 567 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.